Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that interrogation of this cardiac resynchronization therapy defibrillator (crt-d) during a system explant for infection, revealed that the device was in safety mode. It was noted that the device had not been programmed to electrocautery mode and it was suspected that the device had been hit with a bovie. The local field representative reported that the attending health care professionals (hcp) thought a magnet had been placed over the device, however, the device delivered several shocks during the procedure. The device was successfully explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.